Event description:
During closure of cesarean surgery with suture kit, it was noted that the sutures were bent. Several packages were opened with same bent sutures. Package sequestered. No harm to patient.